Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The patient attempted to resolve the issue by changing the infusion set and cartridge multiple times, but the problem persisted. Ultimately, the customer reverted to an alternate method of insulin therapy.